Manufacturer narrative:
Batch review performed on 04 june 2021: lot 189543: (B)(4) items manufactured and released on 11-mar-2019. Expiration date: 2024-02-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two similar events reported.

Event description:
1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.